Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that one day post implant, a possible perforation was observed via x-ray. Loss of capture and a decrease in sensing were then observed. A second x-ray revealed the lead had perforated the heart wall. The lead was explanted and replaced.